Event description:
A home pt contacted baxter's technical service center regarding a check heater line alarm that appeared on the display of the pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt attempted to correct the alarm by disconnecting the heater bag and replacing it with a new supply bag using the same homechoice set. Baxter'ss technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home pt.